Event description:
Insorb subcuticular skin stapler used as trial on pt for closure of skin. Pt brought back to surgery for re-closure because staples failed to completely secure closure and skin opened.